Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter.(B)(4).

Event description:
Additional information later reported the patient was not examined at the hcp¿s office for the event. The patient was seen at a different facility, pump reading = empty on (B)(6) 2014. The pump was refilled on (B)(6) 2014 and the patient was progressing with no untoward effects.

Event description:
It was reported that the reporter knew the pump went empty, but was not sure what day it went empty due to not having interrogated/performed telemetry yet. The reporter stated the patient¿s pump dose was increased and they were not notified and that was why the pump went empty. The reporter thought the medication in the pump was gablofen. Additional information has been requested, but was not available as of the date of this report.